Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports in the surgeon's opinion the lens did not cause or contribute to the reported event.

Manufacturer narrative:
The product was returned. Blood and solution was observed on the lens. No haptic or optic damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece and viscoelastics. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the vitrectomy could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed during the initial procedure. A vitrectomy was needed. A backup lens was used to complete the procedure. Additional information was requested.